Event description:
Customer reported a low battery alarm. Customer stated that they are going through batteries really quickly. It was noted that the batteries did last more than one week. Customer's current blood glucose reading is 68 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.